Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated high impedance in the battery. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in a field action, and returned product testing found the device did perform as described in the field action.